Event description:
Relay to be returned, co was told verbally by tech svcs that "per the sales rep, the pump walked out of the capture block during a procedure. The install pump light came on and customer tried to troubleshoot to correct. In doing so, they turned the unit off/on and when they turned the unit on, the drive unit did not function. Customer had to abort the case." Apparently the relay had failed. 6/4/98 co has a call into sales rep to provide reporter with a full detailed, written report. 6/5/98 per sales rep: the techs set up the angiojet and primed the catheter. The physician placed the catheter in the subclavian. The physician started the angiojet and it ran about 2 strokes when the prime sensor came on. Techs did the "needle cap" technique and then tried to turn the drive unit on. The drive unit would not come on. The next day the pmi sales rep with pmi tech svcs on the phone troubleshot and isolated the problem to a failed relay in the drive unit. Tech svcs shipped a new relay to the sales rep. Sales rep replaced the relay and the drive unit operated within spec. Bad relay was to be returned to pmi.